Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding an implantable drug system that was used to deliver dilaudid (10 mg/ml). The indication for use was non-malignant pain. On (B)(6) 2017, it was reported that when the pump was implanted in (B)(6) 2016 the healthcare professional (hcp) had used medical glue to close the wound. The patient reported that the pocket never healed and in (B)(6) 2016 the pocket had to be revised and reclosed again. No further complications are anticipated. Additional information was received from a consumer (con). It was reported that there had been an issue with the pump ever since the patient had it. The patient provided two scenarios but said he did not want to elaborate on everything that had occurred, just that there was always an issue. The patient was asking his options and was going to get the "f taking out". The patient stated that when he goes there it is a totally different issue that occurs and when they fix that issue, there is a new issue that occurs from it and the patient was "sick of it".